Event description:
It was reported "notified by the anesthesiologists that several [devices] has kinked catheters that are not threading. The reported defect was detected during use on patient. The patient condition was reported as "unknown" at the time of this report. Multiple attempts to the complainant for additional information has been unsuccessful.

Manufacturer narrative:
Qn (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "notified by the anesthesiologists that several [devices] has kinked catheters that are not threading. The reported defect was detected during use on patient. The patient condition was reported as "unknown" at the time of this report. Multiple attempts to the complainant for additional information has been unsuccessful.